Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 8/22/2017 with the following findings: during investigation, there was moisture observed behind the display lens. A leak test failed due to a bolus button leak. The pump cover was removed and there was moisture found internally. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed moisture within the pump and a damaged battery cap. This report is made based on results of investigation completed on 8/22/2017.